Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the patient was admitted to the emergency room, where the rv (right ventricular) threshold and sensing varied wildly, and via x-ray the lead appeared to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.